Manufacturer narrative:
H3/h6: the balloon seeker was returned and analyzed. Analysis found that the returned balloon seeker was not recognized and would not track when connected to a known good system, displaying red status only. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system did not recognize the balloon seeker. It was noted that "unknown" was written with an error that the instrument could not be used. After the program had finished, it was recognized when tried with another disposable. Navigation was not used for the procedure and only the balloon was expanded.